Event description:
It was reported that a pt intubtaed with a size 6 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube experienced respiratroy distress and required intervention when the outer cannula occluded and airway was compromised. It is unknown how long the device had been in place or what type of tracheostomy tube care and maintenance was performed. Add'l info regarding the pt, device and reported event have been requested. As of the date of this report no response has been received. There was one (1) pt involved. The 6 dfen device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the device has not been received by the MFR.